Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 345 (mg/dl). A manual injection was delivered to address bg level. Reportedly, the customer needed assistance going through the steps of the load process. The customer was assisted in proceeding through the load process and resuming insulin.